Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificate of analysis and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7055-90, lot# 10011, manufactured 07/26/10, expires 2013-08 (x3).

Event description:
On (B)(6) 2011, the surgeon performed a right side ifuse si joint arthrodesis on the patient placing three implants. The patient's pain returned a year later. On (B)(6) 2014, the surgeon performed a second surgery where he added a smaller implant adjacent to each of the existing implants. No implants were removed.